Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 550 mg/dl which was addressed with supply changed and a correction bolus via pump. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.